Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03547. Related manufacturer reference number: 2017865-2020-03549. Related manufacturer reference number: 2017865-2020-03552. It was reported that the patient developed an infection. It was noted that an ingrown hair was on the incision site and the patient picked at the ingrown hair. The entire system was explanted. There were no patient consequences.